Event description:
The initial reporter complained of qc and calibration issues on line 1 of the cobas 8000 ise module. The customer thought they disabled the test on line 1 and believed patient samples were being run on line 2 of the ise module. The customer noticed "later" that patient samples were being run on both lines 1 and 2. The customer pulled patient samples and repeated them on line 2 where discrepant results were identified for 4 patient samples tested for ise indirect na, k for gen.2. Patient 1 initial na result was 125 mmol/l. The repeat result was 135 mmol/l. "Patient 3" initial na result was 130 mmol/l. The repeat result was 139 mmol/l. "Patient 4" initial na result was 133 mmol/l. The repeat result was 144 mmol/l. "Patient 5" initial na result was 128 mmol/l. The repeat was 138 mmol/l. The initial k result was 3.9 mmol/l. The repeat was 4.4 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na electrode lot number was u4799. The k electrode lot number was y7702. The expiration dates were not provided; they were installed on (B)(6) 2022.

Manufacturer narrative:
The field service engineer (fse) found that the customer had not disabled the test on line 1 as they had thought. Calibration and qc were run with no issues. The customer has not had any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.